Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Transesophageal echocardiography (tee) and angiography were the imaging modalities used. The landing zone was assessed approximately 11.5 mm from the ostium. The landing zone measurements at 0 degrees was 18 mm, 45 degrees was 18.5 mm, 90 degrees was 22 mm, 135 degrees was 21.8 mm. During the procedure, the atrial pressure was 11 mmhg and 500 ml of fluid was given. No leak was detected around the lobe. Close criteria were satisfied and a tension test was performed. The device was implanted and had a tire shape. During the final evaluation during the procedure, the device was found to be positioned over the mitral valve. During retrieval, the device was confirmed via tee and angiography to have embolized to the left ventricle, aorta, right iliac crest, then subsequently to the right femoral artery. Partial obstruction of blood flow was noted. Emergent percutaneous retrieval (groin) was performed and the device was removed. A dissecting injury to the right femoral artery was noted. At some point during this event, an arrythmia was noted. A new 28 mm amulet device was chosen for implant, and a new delivery sheath was used. The device was implanted and had a roman helmet shape. The femoral artery injury was surgically repaired. The patient status was stable.